Event description:
The lay reporter, the lay patient's daughter contacted lifescan alleging that the patient's one touch basic meter was reading inacurrately high. Three days later, the medical affairs specialist (mas) spoke with the daughter to obtain/verify the following information: the patient took avandia 4 mg orally each morning for diabetes. On 11/3/05, the patient obtained a result of 123 mg/dl in the am, before breakfast. She took avandia as usual. She tested again at 9:00 pm and obtained a result of "hi" (indicates a blood glucose level > 600 mg/dl) while having no symptoms of high or low blood glucose level. She retested and obtained a result of 485 mg/dl. She took no action to affect her blood glucose level following use of the product. The daughter took the patient to the ER where a result of 163 mg/dl was obtained 30 to 45 minutes after the patient tested with the reported meter. An IV was started; however, the daughter said the patient received no treatment and was released to home. The customer service agent (csa) confirmed that the test strips were not expired and had been stored correctly. The code on the meter matched the test strip code. The csa walked the daughter through a check strip test that fell within specs. A control solution test was not performed, as the daughter did not know what date the control solution was opened. The meter, test strips, and control solution were replaced.